Manufacturer narrative:
Manufacturer control no. Ii070130.

Event description:
It was reported that femoral line was placed in planned fashion before start of surgery. Pt developed hypertension. The 5 fr. Femoral line was removed over guidewire, & femoral sheath was inserted over guidewire. A measurement was taken for approx. Position of catheter tip. Iab was removed from tray, after applying suction in recommended manner. Iab was introduced over guidewire through sheath. Md met some resistance, while advancing iab into artery. Md placed iab, and upon connecting iab to pump, blood was seen in line after 8 to 10 pulsations. The console "stated leak in balloon, all connections were found intact." The iab was "taken out by open procedure." The md inserted a new iab via the left side. A follow-up report will be filed if more info becomes available.